Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation at the third party service center, the blower and sound abatement foam was replaced . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.